Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion levels involving an unknown accolade stem was reported. The event of disassociation was confirmed through clinician review of the provided medical records. The event of abnormal ion levels was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: materials reviewed: (B)(6) 2021: stryker pi report. (B)(6) 2019: x-ray report x 2, pelvis ap, hip ap and frog left, hip ap and frog right. Compared to abd films (B)(6) 2011. Dissociation of the right femoral head and neck. Head still articulating with the cup. Indeterminate chronicity. Left side tha stable with mild ho. Some osteoporosis generally. Confirmation: there was confirmation of a head-neck dissociation in a tha. The implants cannot be confirmed from the x-ray report provided. The revision surgery and findings thereof cannot be confirmed without additional medical records. Blood levels of metal ions also would need documentation via laboratory records. Root cause: there is insufficient evidence to assign a root cause. Medical records would be required for a full assessment. That said, there was a documented dissociation of a head-neck. If in fact this was a tmzf-lfit v40 combination assessment of the implant lot numbers could define if the implants were part of a recall. Product history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided. Conclusions: based on the clinician evaluation of the provided medical records there was confirmation of a head-neck dissociation in a tha. The implants cannot be confirmed from the x-ray report provided. The revision surgery and findings thereof cannot be confirmed without additional medical records. Blood levels of metal ions also would need documentation via laboratory records. The root cause could not be determined as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report, laboratory reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood. Update: head disassociation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Reported event: an event regarding abnormal ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: not performed as no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.    Conclusions: the event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.